Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were as follows: the switch box, the objective lens, the connecting tube, all had a scratch, the grip was shaved, the air/water cylinder and suction cylinder both had no color, the label on the scope-connector was damaged, the scope connector had corrosion, due to dirt on light guide lens, illumination is uneven, due to damage on charge-coupled device unit, the image has white dots, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to slipping-out of light guide bundle, illumination is poor, and the light guide lens had stain. It is most likely that the reported issue was a result of insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the illumination was too dark on the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water-cylinder and air/water-tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: it is uncertain whether there was deviation from instructions for use on reprocessing steps for the points where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories. Olympus will continue to monitor field performance for this device.